Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked before use. The following information was provided by the initial reporter: on (B)(6) 2020, at 9:00, the routine intravenous infusion was given. When connecting the needleless infusion joint, leakage was found and it could not be used. The new joint was replaced immediately, and the original joint was kept for safekeeping. Checking the outer joint connection for cracking and peeling.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked before use. The following information was provided by the initial reporter: on (B)(6) 2020, at 9:00, the routine intravenous infusion was given. When connecting the needleless infusion joint, leakage was found and it could not be used. The new joint was replaced immediately, and the original joint was kept for safekeeping. Checking the outer joint connection for cracking and peeling.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.